Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. Since the power-on, the console did not detect ac cord being plugged in. Ltlog power data form the same time frame showed gradually decreasing state of charge and remaining capacity of both batteries, as well as negative current indicating that batteries are being discharged. When console was tested in danvers, it's been observed that the pbm was not receiving power from the power supply, but also there was no ac voltage on the input of power supply. Inspection of the power entry module revealed blown 2 inline fuses on the ac input, internally compromised pem, and a compromised grounding wire between pem (loose wire) and the gnd stud on the housing (broken strands inside the wire). When the pem was temporarily by-passed to verify power supply operation, it's been discovered that he power supply was defective as well and did not generate 24v dc output. After all defective components were replaced, console operated within specification and pbm was able to charge batteries. It is most likely that the loose ground wire caused failure of pem, resulting in malfunction of power supply and blown fuses. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the aic (automated impella controller) was not charging, multiple outlets used with power cord but the aic was not charging, another aic was used. There was no reported harm or injury to the patient.